Manufacturer narrative:
Reported event was confirmed by review of the provided x-rays which noted radiolucency of distal humeral component. Loosening of distal part of humeral component. No heterotopic bone formation, component migration, evidence of union or bridging callus. Also noted is radiolucent line on the humeral stem. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. Concomitant medical products : compr srs ic seg - 90mm part # 211226 lot # 067980, compr srs mod stem - 10x100mm part # 211237 lot # 753020. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products: compr srs ic seg - 90mm part # 211226 lot # unknown, compr srs mod stem - 10x100mm part # 211237 lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06576, 0001825034 - 2017 - 06577. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient underwent partial shoulder arthroplasty and then was revised due to loosening or migration of patient implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to report additional information.